Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error message during the load process. Customer was able to successfully reload the cartridge onto the pump. Customer stated that they did not follow the on screen load instructions. In addition, did not turn on the carbohydrate feature when setting up the pump. Tandem technical support guided the customer through turning this feature on. Customer had elevated blood glucose levels (271 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.